Manufacturer narrative:
The insulin pump was received with motor error alarms during rewind due to corroded motor home switch. The pump was unable to test for compromised force sensor system alarms due to motor error alarms during rewind. The pump had scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the alarm occurred more than once. The customer stated that the sensor can no longer read reservoir status. The customer will return the pump for analysis.